Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/26/2020. Additional information: h6. A manufacturing record evaluation was performed for the finished device batch pbr312, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported:"suture was broken when type the knot" please clarify: during operation the suture was broken when customer typed the knot. Do you mean the suture was broken during the procedure? Yes, quantity involved was reported as 10. Please advise the number of devices that broke during use in this procedure? There are 10 eas was broken during use in the procedure. What was used to complete the procedure? Yes, customer used the new product to complete the procedure. Are there any samples returned for evaluation? If so please provide device return status/follow up. No, the complaint products are not available to return. Note: events reported in 2210968-2020-04359, 2210968-2020-04360, 2210968-2020-04361 2210968-2020-04363, 2210968-2020-04364, 2210968-2020-04365, 2210968-2020-04366, 2210968-2020-04367, 2210968-2020-04368 and 2210968-2020-04369.

Event description:
It was reported that a patient underwent a coronary artery bypass graft on (B)(6) 2020 and suture was used. During the procedure, the suture broken when the surgeon tied the knot. The surgery was delayed by 20 minutes. Another device was used to successfully complete the procedure. There were no adverse patient consequences. No additional information was provided.